Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on two patient samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system when compared to the test results of another cobas® liat® system and the genexpert (cepheid) patient 1 generated sars-cov-2 positive, flu b positive, and flu a positive results and patients 2 and 3 generated sars-cov-2 positive, flu b positive, and flu a negative results. When retested on another cobas® liat® system and the genexpert platform, the same samples generated negative results for all targets. No harm is alleged. The initial positive results were not reported; the negative results were reported to the medical personnel. An investigation is ongoing.

Manufacturer narrative:
The customer alleged 3 samples generated discrepant results. No patient identifiable data or run data is available (the raw data was deleted by the customer); there were no alleged impact to health. One single batch MDR is being filed as per FDA guidance ((B)(6) 22-june-2021) investigation is on-going. A supplemental MDR will be filed upon the conclusion of the investigation. (B)(4).

Manufacturer narrative:
A thorough reagent investigation could not be performed as the lot number for the reagent kit was not provided. An investigation was performed only using the material number of the kit. Discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. The investigation did not show a product issue. (B)(4).